Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, as well as corrections to d9, h3, and h6 (type of investigation). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a reprocessed scope was used on a patient with detergent leaking from the detergent line. After the field service engineer (fse) checked the inside of the oer-3, a hole was found in the binding part of the detergent tube closest to the washing tank which was leaking liquid. The cause of the hole in the tube could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated, and the customer¿s allegation was confirmed. There are no additional findings. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the evis lucera bronchovideoscope overheated, causing a burning smell. There was a hole in the binding part of the detergent tube closest to the washing tank causing the liquid to leak from there. This caused insufficient or incorrect reprocessing of the scope. There was no patient harm associated with the event.